Manufacturer narrative:
Additional review indicates that fdp (B)(4) also pertains to this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va00bfd serial# implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type lead fdc 11 applies to both the ins and the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient had pain radiating out from her lower back/sacral area out to her right hip since the new implant. The healthcare provider seen on (B)(6) 2016 stated it ¿may have something to do with¿ the programming/target. The patient did not feel that it was due to the settings being too high. It was suggested that the patient troubleshoot by turning device off, turning settings down, or changing programs. Additional information received from the patient reported that she had a new device implanted, and the program was not the same as the program in the old device. Once the program was changed the pain radiating into the hip resolved. However, she was still experiencing significant tenderness over the device and the lead in the back. Steps taken to resolve the pain included changing the program. This was the 3rd device she had had in the last 10 years. She never had so much difficulty with any of the other devices. A manufacturer representative received information from the patient that the patient experienced a return of symptoms. The patient reported that there was a revision and both the lead and the ins were replaced. The patient's symptoms were noted as resolved at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va00bfd, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead.   Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. Analysis of the lead (va00bfd) found that the lead body conductor was broken at, or near, the tines.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.